Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protrudes from the catheter's tip upon removal. The target lesion was located in the moderately tortuous abdominal vessel. A 5mmx15cm interlock was selected for use to treat an aortic abdominal aneurysm. During the procedure, it was noted that the coil detached prematurely inside the microcatheter as the arm of the main coil and delivery wire got separated. The device was removed together with the microcatheter however, the coil protruded from the catheter's tip upon removal. The procedure was completed with another of the same device. There were no patient complications reported.